Manufacturer narrative:
It was reported that the event occurred sometime since early (B)(6) 2017. The exact date is unknown.

Event description:
It was reported that a cadd® administration set was not sticking to the patient. The patient's blood glucose levels were "really high" at the time of the event. To address the high blood glucose levels, the patient administered an insulin shot. No permanent injury was reported.